Manufacturer narrative:
Corrected field: h6(medical device ¿ problem code) it was reported that cardiosave intra-aortic balloon pump (iabp) new safety disk, out of box failure. A getinge field service engineer evaluated completed cardiosave pm to factory specifications. Replaced safety disk, tidal volume disk per latest service manual. Consumed pm screw kit. Device passed all functional and safety tests according to factory specifications. The failure analysis and testing department received the following part associated with this complaint. Safety disk .this part was received with a reported unit failure message of fails membrane leak test. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual . The failure analysis and testing department performed all manifold test, 30 psi transducer and tested all solenoid. All tests passed within factory specification. The failure analysis and testing department could not verify the failure message of fails membrane leak test. Safety disk passed testing. Retaining safety disk in the fat dept, as . The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported during a routine checkout, the cardiosave intra-aortic balloon pump's (iabp's) new safety disk had an out of box failure and failed the membrane leak test. There was no patient involvement reported .

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).